Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device was reprogrammed to turn off enable magnet use after the device continued to emit tones after a magnet used to inhibit therapy during surgery was removed. The device is included in the magnetic reed switch 2010 product advisory initially communicated (B)(6) 2010. No adverse patient effects were reported, and the device remains implanted and in service.